Event description:
Tip of guide wire protruded from 5 fr. Power PICC resulting in 37mm of the tip of sherlock wire to break off from wire causing a retained foreign object. X-ray images used to verify placement and removed by doctor. Images were taken to confirm placement of rfo; 2 other events within past 6 months using the same 5 fr. Power PICC resulted in rfo after procedure. FDA safety report ID#: (B)(4).